Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage is at 2.64 v. High current drain is suspected, but cannot be confirmed without analysis of device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The premature battery depletion was the result of excessive leakage current internal to the u3 integrated circuit. The root cause was not determined. We did receive performance data collected from the device and have analyzed the data. Battery voltage is at 2.64 v. High current drain is suspected, but cannot be confirmed without analysis of device.

Event description:
It was reported that the device battery voltage decreased significantly in a period of approximately 8 months. It was later reported that the device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device battery voltage decreased significantly in a period of approximately 8 months. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
.